Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the battery pack. The system operates as intended.

Event description:
Customer reported that there was a battery charger error and a filament driver error displayed on the system.